Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the heavily calcified left internal carotid artery with placement of an xact stent. On (B)(6) 2010, the patient experienced an intracranial bleed that was reported by the patient's son as being related to coumadin use. Stroke was diagnosed and treatment was not specified. No additional information is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of stroke is a known potential adverse event as listed in the xact carotid system instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.